Event description:
The customer reported that the system displayed an interlock failure error which prevented the system from booting to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply was evaluated and then calibrated to the optimal operating voltage. The generator interface pcb was also evaluated and replaced. The system software and calibrations were also reloaded during the service event. The system was tested, found to be working as intended, and returned to service.